Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) device during dwell four of four. During troubleshooting, it was found that there was an open clamp on an unused supply line. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The hp was to finish using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).this issue has been escalated to CAPA. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.